Manufacturer narrative:
Concomitant medial products: dtmb1qq crt-d, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and undersensing. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.